Manufacturer narrative:
Problem statement: the international service technician reported the device alarmed due to an oxygen not available reference failure. Device evaluation: testing failed during preventive maintenance service. Resolution and disposition: the international customer replaced the air and oxygen flow sensor assemblies (gas delivery system) to address this finding. The gas delivery system (gds) was returned to the manufacturer for failure investigation. The visual inspection of this customer returned gds system revealed that this unit was missing the da board and o2 valve solenoid. The gds was tested with no failures identified.

Event description:
The international service technician reported the device alarmed due to an oxygen not available reference failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed due to an oxygen not available reference failure. There was no patient involvement.